Manufacturer narrative:
H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an (B)(6) 2025, the patient underwent treatment for stenosis in the cephalic arch where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be used. The physician was able to reach the target treatment area going through a cordis 7f brite tip® sheath introducer and over a boston scientific thruway¿ 018 guidewire. Deployment of the viabahn device was initiated. The deployment line was pulled around one third of the way when it became stuck. The physician went to withdraw the viabahn device through the sheath but encountered resistance. Both the viabahn device and the sheath were removed over the .018 guidewire. No device expansion was noted. The 7f sheath was reinserted and a new viabahn device (same size) was successfully deployed. It was reported there was no impact to the patient. The physician stated a bit of backward tension was being exerted on the viabahn device as the deployment line was being pulled. Whether this contributed to the stent¿s inability to deploy remains unclear.

Manufacturer narrative:
H6: removed code d16 and added codes d15 and d1102. Evaluation of the returned product indicates the primary reported failure mode, related to a stuck deployment line, is consistent with the engineering evaluation findings of an inability to continue deployment, with a deployed outer zipper to the turnaround with a fiber looped on the distal apex/graft material of the endoprosthesis. As reported, the physician pulled out the deployment line around one third of the way when it became stuck. The physician also stated a bit of backward tension was being exerted on the device as the deployment line was being pulled; whether this contributed to the device¿s inability to deploy remains unclear. Therefore, the cause of the primary reported failure mode could not be established with the available information. The secondary reported failure mode, related to difficulty withdrawing the device through the sheath, was consistent with the engineering evaluation findings of the device being returned within a sheath. As reported, the device was attempted to be withdrawn back into the sheath after already being fully introduced outside of the sheath and deployment was attempted. Per the device instructions for use (IFU), the device should not be withdrawn back into the sheath; it should be brought to a position close to but not into the introducer sheath and removed in tandem. Therefore, the cause of the secondary reported failure mode can be attributed to the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. The returned device also exhibited several forms of damage (e.g. Compressed and shifted endoprosthesis, bent strut). Per the device IFU, withdrawing the device back into the introducer sheath can cause damage to the endoprosthesis. Therefore, the cause for these damages can also be attributed to the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.